Event description:
It was reported the screen stays on "please wait" with the hour glass and does not boot up. There have been times that it works, but becoming a frequent happening. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer took 3 minutes to boot up on initial power up and displayed a system error. After that programmer booted up in 35 seconds. Analysis also found the right keyboard hinge is broken, tab on the power cord bay door is broken, and system fan is noisy. Concomitant medical products: 229047 analyzer. (B)(4).